Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -6.0 into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vault. In a separate surgery that day a longer length lens was implanted and the problem was resolved. Cause reported as unknown.